Event description:
It was reported via a trial that there was difficulty advancing the accunet recovery catheter in the calcified left internal carotid artery and the device became kinked. The accunet recovery catheter was removed without issue. A non-abbott recovery device with a shapeable tip was successfully used. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty advancing the recovery catheter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Difficulty retrieving the accunet filter may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. The reported kink in the recovery catheter is likely the result of pushing against resistance while attempting to advance the recovery catheter. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Overall, without having the product for investigation, a conclusive cause for the reported difficulties could not be determined. However, there is no indication of a product quality deficiency.